Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's carbohydrate ratio. The carbohydrate ratio's time segments were set to 1:4 mg/dl rather than the intended 1:40 mg/dl and the basal rate's time settings were set to 0.35 rather than the intended 0.42. Customer's blood glucose level was 162mg/dl. Customer corrected the settings and resumed insulin delivery.